Event description:
Information was received indicating that while in use of a smiths medical cadd administration set, under infusion of medication (vancomycin) was noted by 26%. Subsequently, tubing and pump were changed, and patient was receiving therapy at home. No patient consequences were reported. No adverse effects were reported.